Event description:
Light fell during procedure and brazed shoulder of the pt. Nurse caught light. No add'l treatment was required.

Manufacturer narrative:
The light was in use when it fell from the mounting holes. It hit the pt in the shoulder and nurse caught light. Light was not installed properly. The installer did not align the transition piece to the down tube and the mounting holes as per the instruction manual. Installer installed light anyway. Unit has been repaired to correct problem and is functioning normally.